Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays and photographs were reviewed, and no evidence of anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary left attune tkr on (B)(6) 2018. Patient subsequently fell on (B)(6) 2018 and suffered a left distal femoral periprosthetic fracture. This was treated with distal femoral plating. Patient had swelling, fevers, erythema and pain on (B)(6) 2018, which was treated with antibiotics and settled. Now presenting back to surgeon with a 6 week history of pain, swelling, hyperextension and cellulitis left knee. Procedure today, arthrotomy and exploration left total knee replacement. Surgeon explored the prosthesis bone interface and was satisfied that the femoral and tibial components appeared well fixed still and not loose. He examined the distal femoral plates and removed one screw which was protruding. He stated the construct was still well fixed. He removed the existing 6mm poly and performed a trial with an 8mm poly. He was satisfied with the knee stability and rom. Proceeded to insert an 8mm poly and resurface the patients patella. Infection suspected, multiple specimens sent, but not confirmed. Doi: (B)(6) 2018, dor: (B)(6) 2021, left knee.